Event description:
Customer reported extension tubing was leaking at port farthest from the pt. Reported 1/3 of the tubing was filled with air and this air did not reach the pt. No pt harm occurred. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The product was discarded. The lot number was identified. A review of the finished device history record did not reveal any non-conforming material reports associated to this lot number and did not uncover any relevant issues.